Manufacturer narrative:
Product investigation completed. Product analysis concluded both cylinders and pump performed within specification. A device malfunction could not be identified. Product analysis is unable to confirm the "incorrect size for patient" reported allegation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during a surgical procedure involving an inflatable penile prosthesis (ipp) the device would not fit the patient. A new ipp of the correct size was opened and implanted to complete the procedure. There were no reported patient complications.